Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4). Serial: (B)(6). Batch: a000082693.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the lead was explanted, replaced and stimulation was restored. Ipg was electively replaced.